Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was 150 mg/dl.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed self-test, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The vibrator works properly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.